Event description:
It was reported that (1) device was used during an abdominal peritoneum. It was reported by the affiliate that the ems stapler fired, but the staples would not close. It was noticed right away and caused no problem to the pt. The unformed staples were removed and a new stapler was opened to complete the case. There was no consequence to the pt.